Event description:
A site reported to rxsight that a light adjustable lens (lal, serial number (B)(6), +22.5d) was explanted due to blurry vision following the patient's unprotected exposure to ultraviolet (uv) light from tanning bed use. A replacement lal was subsequently implanted.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).